Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that left atrial perforation occurred during ablation procedure involving a intellanav stablepoint open-irrigated catheter. No additional information was reported.